Event description:
User went to the user's gynecologist thinking the user might have vaginal infection. During the pelvic examination, a piece of tampon was found. User does not know how long the piece of tampon may have been residing there, but it may have been from the user's most recent period or even an earlier period. User was treated by the physician successfully. Additional details regarding the diagnosis and treatment were requested, but none have been provided to date.